Event description:
A customer reported a cartridge alarm on their tandem mobi pump. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl. The customer was assisted by technical support to remove the cartridge and deliver a bolus, which completed successfully. However, the customer was unable to reload the original cartridge. Technical support guided them through the process of loading a new cartridge, after which insulin therapy resumed, resolving the issue.